Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l5-s1. It was reported that the inner sleeve popped off of the screw. It was reported that the surgery was converted into a mini open procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Evaluation with sample mas was unable to be removed when angled at maximum angulation and manually bend stress loading. The above observations are consistent with bend stress overload.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Evaluation with sample solera mas was unable to be removed when angled at maximum angulation and manually bend stress loading. Dimensional examination of the inner m12 major diameter identified an out of tolerance condition on the lower portion of the m12 threads. After visual, functional, and dimensional inspection, the above observations are consistent with a possible manufacturing error.